Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The customer's blood glucose reading at the time of the report was 125 mg/dl. The customer stated that he gave himself too much insulin, causing the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.